Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. Whether the outcome was device or therapy related was not provided. Heartmate 3 left ventricular assist system, serial number (B)(6), was explanted; however, it was unknown if the pump would return for evaluation. Multiple attempts were made to obtain additional information regarding the reported event and the product return status; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.